Manufacturer narrative:
FDA case number: mw5085635. Manufacturer narrative: lot number was not reported. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of implant site swelling and the non-serious event of visual impairment were considered expected and possibly related to the treatment. The non-serious, unexpected event of bone pain was also considered possibly related to the treatment. Serious criteria for the swelling include multiple medical interventions to prevent permanent damage including hyaluronidase dissolution, antihistamines, antiinflammatory medication, antibiotics and prednisone. Potential etiologies for the reported events include a protracted inflammatory reaction and infection at the implant site, and adverse reactions associated with previous juvederm implants. Potential etiologies for the near visual impairment include a visual obstruction from facial swelling without an ocular pathology. Potential contributory risk factors proposed by the patient's dermatologist include product tampering, inappropriate implant location and inadequate pretreatment site preparation resulting in transmission of skin bacteria from the injection; however there was limited information reported to assess these risks. The patient's mother reportedly experienced similar adverse events with the same user and similar time to onset suggesting that injection technique might have played a role. Medical history and a complete aesthetic treatment history were not provided. The case met the criteria for expedited reporting to the regulatory authorities. Exemption:galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-may-2019 by a patient via health authority which refers to a patient of unknown age and gender. No information about medical history, concomitant medication, history of allergies has been provided. The patient had used juvederm before and never had a problem. On an unknown date, the patient received treatment with restylane silk and restylane lyft with lidocaine (unknown amount, lot number, injection technique and needle type) at unknown site. On an unknown date (also mentioned as (B)(6) 2019 in the ae form), two weeks after injection, the patient face started to swell and was constant (implant site swelling) and patient decided to go back to the hcp who did it. The hcp advised patient to take antihistamine and antiinflammatory for one month straight every day. The next day it became worse and patient went to primary care who prescribed antibiotics cephalexin [cefalexin]. Then patient visited the hcp again and was put on steroids (prednisone) [prednisone] for 7 days, the swelling went down, but when patient got off the steroids, it started again. The patient went to another dermatologist who told either the product was tampered with or restylane lyft should never be used where it was used or the area was not cleaned properly. The patient speculates that bacteria from the skin was injected in. It was also reported, that hcp did not want to dissolve the problem, she might dissolve patient own hyaluronic acid. Two days later, the patient called hcp to dissolve the product (corrective product not reported). It has been a week now, and it started swelling up again. The patient it feels like bones in my face are sore(bone pain) and did not dissolve all of the product. The patient reported that the swelling caused almost obstruction vision (visual impairment). Outcome at the time of the report: face started to swell and was constant was unknown. Bones in my face are sore was unknown. Almost obstruction vision was unknown.